Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. No guide wire was within the lead when it was received. Dried blood was noted in the lumen near the lead tip. A new stylet was inserted into the lead from the terminal pin to the lead tip, with no resistance found. Laboratory analysis was not able to reproduce the clinical observations.

Event description:
Boston scientific received information that during the implant procedure, the guidewire became stuck in this left ventricular (lv) lead and could not be removed. A new lead of the same model was implanted successfully. No adverse patient effects were reported.